Event description:
Unomedical reference number: (B)(4). Event occurred in united states. It was reported that a (B)(6) female child patient was admitted in the hospital. The nurse looked at the pump and noticed that her settings in the pump were completely different. Almost every bolus was an override bolus for a significant amount more insulin that the pump calculated. Further, the patient was in the clinic for follow up and noted to have ketones and high blood glucose level. The nurse told her to assume it as a bad site and they took it off and noticed that the cannula was indeed kinked. The patient said she was not told anything about the fact that it could do that. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.